Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the revision was that the patient¿s ipg would no longer hold a charge. The ipg was replaced per patient¿s preference. The physician did not suspect device malfunction. The patient was reportedly doing well postoperatively. The device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.